Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed chipped charge coupled device window adhesive, the cause could not be determined, however the issue was likely the result of degradation due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope exhibited a chipped charge coupled device window adhesive bead. There was no patient involvement.